Manufacturer narrative:
Metal sensitivity and is a known outcome that although it is very rare can occur in some people. Contact was unsure of what was implanted in her husband other than by a summary supplied by the surgeon. It was reported titanium depuy spine expedium and synthes pangea pedical screws. No conclusions can be made at this time. It cannot be determined if the post-op issues are related to the implants used at this time. Instructions-for-use supplied with the implants list foreign body sensitivity in the patient selection section.

Manufacturer narrative:
Patient reported that their allergist confirmed sever metal sensitivity to titanium implants. Patient was revised and hardware was removed. Patient reports that consistent fever that he had experienced since the initial surgery had abated after 3-weeks and he is feeling much better since hardware removal.

Event description:
Patient's wife contacted depuy spine due to a possible metal sensitivity issue. Patient was implanted with spinal hardware and had non union and loosening as well as a sustained fever (no infection). He was revised with synthes and xpdm ti implants. Patient has had a sustained fever, fatigue and tenderness at op site. He is seeing an allergist now to determine if this may be related to a reaction to metal implants.